Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , the patient reported that 05 infusion set cannula was kinked, within 3 hours of insertion. The infusion set was in use for less than 4 hours. The insertion site of the infusion site was at abdomen. Blood glucose at the time of event was noticed 520 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. Company does not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.